Event description:
Growth media test kit noted to have expiration date of syringe that is different from date on package. Exp: 09/20/2020 is on packaging and 09/20/2019 is on syringe. Product not used, identified discrepancy in dating prior to use. FDA safety report ID# (B)(4).